Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'pump under infused during infusion'. The device was tested for flow accuracy and delivered at -6.2605% which is outside specifications. The reported condition was verified. The cause was determined to be pressure plate travel requiring adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. The volume to be infused (vtbi) was 100 ml at 200 ml/hr; it took a full 60 minutes to infuse the 100 ml. The problem happened during delivery at the surgery center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.